Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds of 4.5v and noted that capture management will not run when they are programmed higher than 5v. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).